Event description:
The customer reported that the "defibrillator therapy capacitor gets charged without charge button being pressed." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.